Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etbf3220c166e, serial/lot #: (B)(4), ubd: 29-feb-2020, UDI#: (B)(4). Film evaluation summary: the exact cause of the thrombus observed within the bifurcate gate could not be determined from the films returned. Review of pre-implant CT¿s revealed that the proximal neck diameter ranged from 27 ¿ 23mm, the neck was moderately calcified near the top of the sac and was severely angulated ~70 deg a-p. The distal aorta measured ~25mm in diameter x 10mm length and was calcified. The iliac arteries were non-tortuous and mildly calcified; bilaterally. CT¿s returned from 6 weeks post-implant confirmed that beginning at the bifurcate flow divider irregular thrombus (nearly 100 % occlusion) was seen along a 3cm length within the gate of the overlapping bifurcate and contra limb. Four (4) cm below the renals near the bottom of the neck and just above the level of the flow divider, the bifurcate od narrowed down to ~19 x 24mm in an area that appeared constrained by aortic calcification and was also acutely angulated ~55deg a-p due to the angulated neck. This stent graft narrowing compressed the origin of the contra limb to ~7mm ID, and additional left limb compression was observed within the calcified distal aorta. A slight amount of thrombus was also observed around the ID of the bifurcate aortic body and within the left iliac. No thrombus was seen within the right/ipsi limb or distal to limbs bilaterally. It is possible that compression of the left/contra limb just above the flow divider and within the distal aorta, most likely caused by implanting within the narrow <(><<)>(><(>&<)><(><<)>)> calcified aorta, may have contributed to the thrombus observed within the gate. Stent graft compression at the flow divider may have also been exacerbated by acute stent graft angulation caused by the angulated neck. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 64mm diameter abdominal aortic aneurysm. It was reported that a CT scan carried out 2 months post the index procedure showed thrombus formation at the proximal end of the endurant limb. Per the physician, the cause of the event cannot be determined. An intervention procedure was carried out on where an endurant ii limb was implanted in the patient. No additional clinical sequelae were reported,and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that follow up CT showed complete resolution of the thrombus. If information is provided in the future, a supplemental report will be issued.